Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample using vitros troponin I es reagent with a vitros 5600 integrated system. The most likely assignable cause is a vitros troponin I es reagent related issue. Although vitros troponin I es within-run precision test results were outside of ortho guidelines, acceptable within-run precision was obtained using an alternate troponin I es reagent lot without performing any actions to optimize the vitros 5600 instrument. Therefore, it is unlikely an instrument related issue contributed to the event. Pre¿analytical sample handling could not be ruled out as a contributing factor, as the customer was not following the sample collection device manufacturer¿s recommendations for sample processing. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I es result from a patient sample (0.132 ng/ml vs. Expected result of <0.012 ng/ml) using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I es result was reported from the laboratory; however a corrected report was subsequently issued for this sample. There was no allegation of patient harm as a result of the event. (B)(4).